Event description:
A 26m diameter x 15m diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck measured 23-43mm. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 17cm. The patient had a history of myocardial infarction, third degree heart block, chronic obstructive pulmonary disease and coronary heart disease. It is reported that an amplatz superstiff guidewire was inserted subintimal referring to a false lumen. The neck below the renal arteries. Due to the dissection, the physician pulled the stent graft down 2cm distal to the renal arteries. A 26mm x 3.75cm length aortic cuff was placed. It is reported that the final angiogram demonstrated a transgraft (blush) leak versus a branch (type ii) leak. The report states there was successful outcome with exclusion of the aneurysm. The patient is reported as doing fine. There was no additional clinical sequelae reported relative to the event and no further information is available.